Event description:
The customer reported that an occlusion alarm did not occur on a clamped line when expected resulting in an under infusion. The bicarbonate (75 ml/hr) infusion (1150 total bag volume) was started at 1000 on module b on a patient receiving continuous renal replacement therapy (crrt). Also infusing were heparin (module a) and normal saline (kvo rate via module c). In the morning thel b module had a communication error, and the nurse moved the module to the other side of the pc unit with no module a or b communication error alarms after the move. Although two module b occlusion alarms occurred during patient turning, that was expected, and no other occlusion alarms were observed. At 1800 during a routine blood draw, the nurse paused the drip, attempted to draw blood from the line, and no blood return was present. He then noticed that the clamp was still on the piv, and the bicarb bag fluid volume was nearly the same as when he hung the bag 8 hours earlier. The expected vi was 600 ml. The patient was intubated at the time of the event and no patient harm was reported. After the event was discovered, the pumps were sequestered and the infusion continued without issues with the event set on a new alaris system. The set was not saved for investigation.

Manufacturer narrative:
The customer¿s report of an occlusion alarm not occurring with the IV tubing clamped which resulted in an under infusion was not confirmed. The pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log review confirmed that the source pump module s/n (B)(4) was infusing drug ID 403 (sodium bicarbonate) at a rate of 75ml/hr on (B)(6) 2018 at 10:02 am. . The log recorded a 'fluid side occlusion' at 5:49 pm, and a 'patient side occlusion' at 6:03 pm. The user then selected the source device and entered the ¿options¿ menu. The user the selected ¿pressure limits¿ and changed the setting to ¿selectable¿ with a selectable pressure of 525 mmhg. The pump was then paused and the device channeled off. The calculated volume infused was 626.95ml. Functional testing performed on the source pump module produced an occlusion alarm when the IV tubing was clamped. Additional testing also confirmed the pumps occlusion sensing system is functioning within specifications. Rate accuracy testing performed on the source pump module showed that the device is operating within specifications. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. (B)(4). Patient information was requested but has not been provided.

Event description:
The customer reported that an occlusion alarm did not occur on a clamped line when expected resulting in an under infusion. The bicarbonate (75 ml/hr) infusion (1150 total bag volume) was started at 1000 on module b on a patient receiving continuous renal replacement therapy (crrt). Also infusing were heparin (module a) and normal saline (kvo rate via module c). In the morning the b module had a communication error, and the nurse moved the module to the other side of the pc unit with no module a or b communication error alarms after the move. Although two module b occlusion alarms occurred during patient turning, that was expected, and no other occlusion alarms were observed. At 1800 during a routine blood draw, the nurse paused the drip, attempted to draw blood from the line, and no blood return was present. He then noticed that the clamp was still on the piv, and the bicarb bag fluid volume was nearly the same as when he hung the bag 8 hours earlier. The expected vi was 600 ml. The patient was intubated at the time of the event and no patient harm was reported. After the event was discovered, the pumps were sequestered and the infusion continued without issues with the event set on a new alaris system. The set was not saved for investigation.